Manufacturer narrative:
Additional information was received stating customer experienced elevated blood glucose levels (575 mg/dl). A correction bolus was delivered to stabilize blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had low blood glucose levels (68-75 mg/dl). Customer drank orange juice to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.